Manufacturer narrative:
(B)(4). Concomitant medical products: ssi004167 ¿ flexible drill - 97014603, ssi004167 ¿ flexible drill - 97014603, ssi004167 ¿ flexible drill - 97014603. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00429, 0001825034 - 2019 - 00455, 0001825034 - 2019 - 00456.

Event description:
It was reported that four drill shafts have been coming unwound while drill was reversed along with the drill bits breaking at a point below the flutes of the drill. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on feb 5, 2019 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0001822565.

Event description:
This follow-up report is being filed to relay that the previous report submitted on feb 5, 2019 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0001822565.